Event description:
It was reported that the generator's hex screwdriver would not tighten the generator's setscrew during an implant surgery. The screwdriver would not click (indicating sufficient torquing has been applied) and would not stop turning while engaged in the screw/ another hex screwdriver was then used without any problems with the same generator. It was noted that the first hex screwdriver was shorter than the one used successfully. The suspected hex screwdriver was returned to the manufacturer for analysis. Evaluation showed the torque wrench could not tighten a setscrew onto a bench test resistor using a bench generator. The torque wrench housing would spin on the hex shaft. When the housing, that holds the shaft, was held in place the torque wrench could properly torque and provide the desired clicking. The shaft of the hex screwdriver was pushed up into the torque wrench housing. X-rays of the wrench showed the shaft was against the internal mechanical non-moving portion of the wrench housing.

Manufacturer narrative:
The generator was not returned for analysis. Rather, once a second hex screwdriver was successfully used with the device, it was implanted in the patient. The suspect wrench was returned for analysis, which showed the shaft of the hex screwdriver was pushed up into the torque wrench housing, prohibiting it from properly torquing. X-rays of the wrench showed the shaft was against the internal mechanical non-moving portion of the wrench housing.